Manufacturer narrative:
(B)(4). Physio control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device had its service indicator illuminated and had logged multiple fault codes. Upon testing, it was observed that the device was unable to charge defibrillation energy. There was no pt use associated with the reported failure.